Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope plus had a movement problem. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a problem related to the movement of the endoscope in an incorrect/reversed direction (in relation to the surgeon's controls). When the surgeon wanted to go left, it went right and vice versa. The endoscope stopped moving entirely and there was an orange light. There was a report of problems related to non-intuitive or uncontrolled movement. Even when it was repositioned, the system was blocked. As for the movement problem, it wouldn't complete its movement to position itself correctly.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 0-degree endoscope plus was analyzed and found to have an attached endoscope adapter (aea) delrin degradation. The endoscope was visually inspected and found with severe cut(s) to the cable insulation. The damage was located at zone b in the middle one-third of the endoscope cable. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The complaint was confirmed by failure analysis. The probable root cause of the aea is not determinable/applicable. The probable root cause of cable damage is attributed to damage during use or reprocessing, which may include improper handling of the cable. The root cause for functional test failed: transmittance test failure is not determinable/applicable.